Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional failure analysis (fa) confirmed the initial fa findings: there was a broken blade at the base with a piece approximately 0.461" x 0.077" broken off and not returned, and it was found that the instrument was difficult to remove from the arm when the release buttons were pressed. It was harder to disengage the instrument from one side than the other. The housing was removed, and it was noted that one of the release buttons (on the side of the instrument that was harder to disengage from the sterile adapter) had extra material on the underside causing the button to not get pressed all the way.

Manufacturer narrative:
H11: additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve explant procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the blade of the harmonic ace instrument broke while grasping tissue and a fragment fell inside the patient. The fragment was successfully retrieved using laparoscopic instruments. Confirmation that all fragments were retrieved was achieved by matching them to the instrument. No additional surgical procedure was required to retrieve the fragments. In addition, no post-operative tests like x-rays or ultrasounds were conducted to check for remaining fragments. A backup harmonic ace instrument was used to complete the procedure. The patient has not returned to the hospital due to any post-surgical complications.